Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported mitral regurgitation (mr) appears to be due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (80515u107) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) with the implanted clip (80418u196). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The clip delivery system (cds 80515u107) was advanced to the mitral valve. While establishing final arm angle, the clip opened while locked. Three attempts were made, but were unsuccessful; therefore, the cds was removed and replaced. The next cds (80418u196) was advanced to the mitral valve and the clip was deployed on the leaflets successfully. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 4+. Two additional clips were used to stabilize the slda clip. Three clips were implanted, reducing the mr to 2. No additional information was provided.